Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records and sticker sheets received. After review of medical records, the patient was revised to address a possible mechanical loosening, pain, metallosis and elevated cobalt and chromium levels. Operative findings include a non-displaced proximal crack which went laterally down to the side of the femur. A cerclage cable was placed around the femoral crack. When the acetabulum was inspected, it was noted that there was no sign of metallosis.